Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the distal portion of the lead returned measuring 52.9 cm with the helix extended and clogged with blood. An external insulation abrasion exposing the outer coil was noted at 6.2 - 6.4 cm from the distal tip consistent with friction to the device can or feature of the heart. Procedural damage was also noted. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.